Event description:
Boston scientific received information that during a recent follow up visit, it was noted that this patient's right ventricular (rv) lead was exhibiting a high out of range shocking impedance of greater than 125 ohms. The patient stated that they fell a few weeks back and broke their arm, that is when the rise in impedances was seen to have started. This fall was determined to be an accident, and not related to device function. Boston scientific technical services (ts) suggested performing a commanded test on the lead by administering both a 1.1 and a 41 joule shock which will indicate if there is a lead issue present. They physician is aware of the recommendations and will schedule a follow up visit in the future and consider testing at that time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.